Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed no similar dissection complaints were associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of dissection is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right distal superficial femoral artery (sfa). A medtronic 5x120mm balloon was used to pre-dilate the target lesion, and a non flow-limiting grade b dissection was observed post pre-dilation by the hcp. The grade b dissection was confirmed through the clinical registry's independent investigator after evaluation of the images. After treatment with the lutonix dcb, the non-flow limiting dissection reportedly remains. The clinical registry's independent investigator assessed the non flow-limiting dissection after dcb treatment to be a grade c. No additional intervention was performed at this time. The investigator assessed that the event was unlikely related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.